Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the anchor of the footprint broke inside the patient. Pieces were successfully removed from the patient. Backup device was available to complete the procedure. No significant delay and no patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately there were no indications to suggest the anticipated risk is not adequate. A review of the raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found one image with two boxes confirming the part number of the device. The lot on the first box is 50845154. The lot is cut off on the second box. The second image shows the distal end of a fractured anchor. The threads are deformed and have debris. A visual inspection of the returned device found that it was not returned in its original packaging. The lot on the package of the device confirms the lot as 50846822. The device was not returned with the sutures. The anchor is missing the distal tip and is fractured in half near the proximal end. The threads are damaged and there is debris in the anchor. The distal end of the inserter is bent and there is debris on the shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found one image with two boxes confirming the part number of the device. The lot on the first box is 50845154, but the lot is cut off on the second box. The second image shows the distal end of a fractured anchor. The threads are deformed and have debris. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.